Event description:
It was reported that during a post stent dilatation procedure, the balloon catheter became caught. The balloon was removed without incident, but appears to be partially inflated despite pulling negative twice on the inflation device. Pt status is listed as "okay".